Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine (unknown dose and concentration) via implanted infusion pump. It was reported that the patient's pump alarmed 48 hours before the appointment for refill of the pump. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The hcp interrogated the pump and saw the pump was effectively empty. The team searched the previous report and no error between the estimated date and the one written on the report. The pump was refilled. It was unknown if the issue was resolved at the time of the report. The patient's age, weight, and medical history was asked and would not be made available. The patient's status was alive - no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. There was no information provided to reasonably suggest the pump medication was being delivered unintentionally in a manner greater than prescribed. Regarding if the cause of the pump going empty was identified, it was noted that there was maybe an error between the dates, and the healthcare provider was checking on this when asked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.